Event description:
It has been reported to philips that, suite pc did not start. System was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that the suite pc does not start. Review of the log file showed malfunction on suit pc. The philips service engineer visited onsite and performed diagnosis on suite pc. After the repair activity on suit pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.